Manufacturer narrative:
Hamilton medical ags reference: (B)(4); investigation is ongoing. Note: creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.

Event description:
Hamilton medical ag received the following event description (summary): it was reported that a te 233005 was received. In addition, it was reported that the device stopped delivering tidal volume. When initially connected to the patient, it functioned as expected. The issue was first noticed approximately 10 minutes later, after exiting the ICU. No patient harm, and no medical intervention was reported. The investigation to verify the allegation is still in progress.